Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ uterus/ migration of essure device - uterus/ expulsion of essure device;') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst from 2008 to 2012, overweight, blurry vision, dyspnea, menarche (12 years), perineal pain, heavy periods, adenomyosis, uterine fibroid, urinary frequency, paratubal cyst and chronic cervicitis. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 years 9 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headache"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), alopecia ("hair loss"), vitiligo ("other injury(ies) or complication(s) - vitiligo/ rashes or skin condition"), dizziness ("other injury(ies) or complication(s) - dizziness"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type"), back pain ("back pain"), adnexa uteri pain ("ovary pain") and visual impairment ("vision/eye problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, weight increased, vitiligo, fatigue, hypersensitivity, hormone level abnormal and visual impairment outcome was unknown and the alopecia, dizziness, back pain and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage, visual impairment, vitiligo and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, dyspareunia, menorrhagia, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical record received-previously reported event ¿injury to herself¿ updated to ¿malposition of essure device ¿ uterus/ migration of essure device - uterus/ expulsion of essure device¿, events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse); pain; vaginal discharge; vision/eye problems, weight gain; hair loss; other injury(ies) or complication(s) - vitiligo, rashes or skin conditions, dizziness, fatigue , allergic or hypersensitivity reaction type, hormonal changes describe, back pain, ovary pain¿, reporter, medical history, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device ¿ uterus/ migration of essure device - uterus/ expulsion of essure device;') in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst from 2008 to 2012, overweight, blurry vision, dyspnea, menarche (12 years), perineal pain, heavy periods, adenomyosis, uterine fibroid, urinary frequency, paratubal cyst and chronic cervicitis. Concomitant products included cyclobenzaprine (ciclobenzaprina), ibuprofen (motrin) and methocarbamol. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and urticaria ("allergic or hypersensitivity reaction type-hives") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2006, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2006, the patient experienced mood altered ("hormonal changes describe-mood change"). In 2007, the patient experienced alopecia ("hair loss"), vitiligo ("other injury(ies) or complication(s) - vitiligo/ rashes or skin condition/spots,"), dizziness ("other injury(ies) or complication(s) - dizziness") and urinary tract infection ("bladder or urinary problems or changes: urinary tract infection"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and rash ("rashes"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 years 9 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), back pain ("back pain"), adnexa uteri pain ("ovary pain") and vision blurred ("vision/eye problems-blurry"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, weight increased, vitiligo, fatigue, rash, mood altered, vision blurred and urticaria outcome was unknown and the alopecia, dizziness, back pain and adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, device expulsion, dizziness, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vitiligo and weight increased to be related to essure (ess205). The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - in 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, dyspareunia, menorrhagia, dysmenorrhea, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- new events rashes, bladder or urinary problems or changes: urinary tract infection were added. Event hypersensitivity reaction updated to hives. Event vision/eye problem updated to blurry. Event hormonal changes updated to mood change. Concomitant drug were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.